Event description:
The following has been reported: biomed reported: serial number: (B)(6). Received at depot. Confirmed pump problem. Pins were a bit soiled bottom pin is really slow. Pump needs to be opened and replace lip seals and cleaned. Deep clean pins. Replace loading pin lip seals. Replace fva seals. Provisioned to bring-up mode - ready for test line. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 16:00 (B)(6) 2026. Pulled from heratherm @ 04:00 (B)(6) 2026. 24 hour dwell - complete. Lvp burn-in test â" pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.